Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of up to the 300s (mg/dl). Customer changed pump supplies and administered boluses with the pump to treat bg levels, before reverting to insulin injections for diabetes management. During troubleshooting with tandem technical support on (B)(6) 2016, contact witnessed insulin exit from the infusion set tubing, and confirmed pump settings to be inputted correctly. Contact stated that their health care provider believes that the customer's bg levels may be unrelated to pump or supplies. Contact stated that the customer's bg levels are currently in target range, and they are discussing the customer's diabetes management with their health care provider.